Manufacturer narrative:
Vyaire medical was able to verify the reported issue. The returned sample undergo a functionally inspection performing a leak test and the sample failed this test, discovering a hole in the tube that was causing the leak issue. We determined that manufacturing process is related with the reported defect. The instructions of evaluating de conditions of the extruder production line and conditions of the extruder block chain are established.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that when the patient was sedated for intubation the endotracheal (et) tube was placed by anesthesia and hooked up to the circuit.when the patient was manually ventilated, it sounded like there was a leak in the b1714xxx anes circuit, ped, 108 in exp, 1l bag. The anesthesiologist noted there was not good ventilation. The patient was extubated and ventilated using a bag valve mask while the circuit tubing and bag were replaced. Afterwards, the sound of the leak was gone and better ventilation was achieved. More medication was provided to sedate for intubation was done and the et was replaced with good seal in the tube and the circuit was ventilating as it should be. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.